Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was variable with the threshold becoming immeasurable at a later point.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to high and increasing pacing thresholds. It was also reported that the patient is pacing dependent and had experienced dizziness with a fall prior to the lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted (B)(6) 2014. (B)(4).